Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The suspect product was discarded and therefore a full evaluation was unable to be performed. A review of the finished goods lot indicates this report to be an isolated incident for this lot. All constellation procedure paks are single-use devices provided to the customer in a sterile manner. A non-suspect sample was returned and visually and functionally tested. No obvious defects or physical was observed that would have contributed to the reported event. The sample was functionally tested on a calibrated console and met specifications and functioned as intended. The root cause of the customer's complaint could not be established as a sample has not been received and therefore the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All procedure paks are single-use devices provided to the customer in a sterile manner. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the surgeon. The surgeon indicated there was no causal relationship between the patient's endophthalmitis and the products, that the event was caused most likely by human factors. No other information will be available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported observing a patient with postoperative endophthalmitis. This is one of two reports from this surgeon.

Manufacturer narrative:
Additional information provided in d.4. And h.4. The manufacturer internal reference number is: 2020-19446.